Manufacturer narrative:
(B)(4): failure to follow instructions. There was no reported product deficiency. Ischemia and shock are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It should be noted the instructions for use states: effects of multiple stenting using promus stents combined with other drug-eluting stents are unknown. When multiple drug-eluting stents are required, use only promus stents in order to avoid potential interactions with other drug-eluting or coated stents.

Event description:
It was reported that the index procedure took place on (B)(6) 2010, and that after a non-abbott drug eluting stent and a 3.5 x 12 mm promus stent were deployed in an overlapping fashion in the left anterior descending artery (lad), beyond the stents, the subject continued to have slow flow. A catheter was advanced down the lad to give intracoronary adenosine, as well as severel flushes of fresh blood. The subject continued to have slow flow and st elevation, which was treated with heparin and aggrastat and an intraaortic balloon pump was placed. Additionally, post procedure the subject was experiencing epigastric pain and an echo cardiogram revealed st elevation. Coronary angiography was performed which revealed the lad stents were widely patent. There was an 85% distal stenosis and a subtotal occlusion near distal apex that was noted to be too small for percutaneous revascularization. On (B)(6) 2010, treatment to a new stenosis in the mid lad was performed with the placement of a non-abbott stent. No additional information was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.